Event description:
It was reported that a malfunction alarm occurred. There was no information provided on the customer¿s blood glucose level. The device is being returned, and a replacement pump with a new serial number has been provided.